Manufacturer narrative:
Product is scheduled to be returned but has not been received in by the manufacturer at the time of this report. Therefore, this report is based solely on the information provided by the customer. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no correct or preventive actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. (B)(4). No product returned at this time.

Event description:
Customer reported the patient broke through the material with his finger and caused the beads to spill out the material. The date the incident occurred is unknown and no patient injury was reported.

Event description:
Supplemental required for additional information.

Manufacturer narrative:
Evaluation codes: after multiple attempts, the product was not returned for analysis. Without the device, the reported issue could not be confirmed and possible causes of the failure could not be determined. Historical data reviewed showed five other complaints involving beads spilling out. However, there was no serious injury documented with those complaints and products were not returned. The instruction for use (IFU) on this product indicate to do not use on a patient who is or becomes highly aggressive, combative, agitated, or suicidal. The warning section stated additional or different body or limb restraints maybe needed to reduce the risk of the patient getting access to the line/wound/tube site; to prevent the patient from flailing or bucking up and down and causing self-injury. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no correct or preventive actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Reference manufacturer file #(B)(4).